Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g22095 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient began treatment with gentamycin (40mg daily intraperitoneally) and cipro (500mg daily, orally) for the event. The patient was later discharged from the hospital. At the time of this report, treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available at this time.